Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The suture came away from the needle when suturing the patient requiring exploration of the wound area to remove the needle. Sutures with specific lot numbers removed from circulation. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/19/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: t was reported that " the suture came away from the needle when suturing the patient requiring exploration of the wound area to remove the needle" please provide additional details about the "exploration of the wound area to remove the needle". Was additional dissection, extending the incision or changing the procedure from laparascopic to open required? Were there any patient consequences? Please confirm if the device or samples from the same lot are available to return for analysis? If yes, please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional d4, h4, h6. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.